Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('she was concerned about a coil penetrating through the tube'), ectopic pregnancy with contraceptive device ('suspicious of ectopic due to failure essure/on (B)(6) 2015 she is diagnosed with tubal pregnancy') and abortion of ectopic pregnancy ('pregnancy (stillbirth or miscarriage)missed abortion (B)(6) 2015 with d&c (B)(6) 2015/possible missed abortion') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (the date of the birth for each live birth: (B)(6) 2000, (B)(6) 2004, (B)(6) 2005.), d & c, miscarriage and abortion spontaneous. On (B)(6) 2015: method: ob transabdominal < 14 weeks, ob transvaginal. Impression: gestational sac measuring 1.6mm with possible yolk sac seen in the endometrium. A fetal pole is not visualized. This may represent an embryonic demise. Correlation with serial b-hcg titers is recommended. Corpus luteum is seen in the right ovary. No evidence of heterotopic pregnancy. Both abdominal and transvaginal ultrasound were used to evaluate pregnancy. Concurrent conditions included overweight, asthma and ovarian cyst. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone imbalances"). In 2010, the patient experienced abdominal pain ("pain:abdomen/severe pain in my side abdomen area"). On (B)(6) 2015, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), 8 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy(bilateral removal of fallopian tubes and bilateral salpingectomy(bilateral removal of fallopian tubes), d&c on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, hormone level abnormal and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The reporter considered abdominal pain, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, fallopian tube perforation, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: 2008. Current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in 2008: result- total bilateral occlusion.. Pathology test - on (B)(6) 2015: final pathologic diagnosis: bilateral fallopian tubes: segments of benign fallopian tubes. No significant histomorphologic abnormalities. Ultrasound abdomen - on (B)(6) 2015: showed intrauterine pregnancy c w 6 5/7 days no fetal pole. No free fluid. Hcg 41, 302, blood type a +. She was seen in the ER on (B)(6) 2015 and diagnosed with tubal pregnancy.. Ultrasound scan - on (B)(6) 2015: showed indeterminate mildly complicated fluid within the canal.; on (B)(6) 2015: impression: area of heterogeneous hypervascular density projects in the lower uterine segments upper cervical canal, related most likely to hemorrhage or retained tissues from intrauterine pregnancy. No evidence of gestational sac or fetal pole within this. On previous examination on (B)(6) 2015, there was a gestational sac within the uterus.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Events: hormonal changes describe: hormone imbalances, pregnancy (stillbirth or miscarriage)missed abortion (B)(6) 2015 with d&c (B)(6) 2015/possible missed abortion, suspicious of ectopic due to failure essure/suspicious of ectopic due to failure essure/on (B)(6) 2015 she is diagnosed with tubal pregnancy, pain, pain: abdomen/severe pain in my side abdomen area, she was concerned about a coil penetrating through the tube was added. Concomitant drug and conditions were added. Historical conditions were added. Lab data was added. Reporter information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.